Event description:
It was reported that a malfunction occurred with malfunction code 15, and the customer's blood glucose level impact was unknown as the customer declined to answer if it exceeded 500 mg/dl. The technical support provided instructions for a pump reset, which initially did not resolve the issue. Consequently, a replacement pump was provided, and the customer planned to use multiple daily injections as backup therapy.